Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The cfg remote arm controller (rac) was analyzed and found to have no failures. The log review showed master tool manipulators (mtm) right in surgeon side console 2 (ssc) not responding. This rac was installed onto an ssc test system. Start-up and programing of the system showed no problems. The unit ran 10x power cycles and it sat idle for one hour. The issue was not replicated. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after powering on the system, the system tried to do a self-test and master tool manipulator right (mtmr)2 on surgeon side console (ssc)2 just dropped down by itself. Intuitive technical support engineer (tse) reviewed logs which showed error 307 and 25520 pointing to mtm right and the remote arm controller (rac). After trying to clean, swap and reseat the blue fiber cable (bfc) the error kept coming back. The surgeon continued with ssc1 only. The procedure was completed as planned with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the system booted up normally in the morning without an error message. It tested itself normally. Everything was normal when the arms were moved. The operation had not yet started at the time of the error. The patient was already in the or, but the system had not yet been docked. Without anyone being connected with the system, the right arm of the surgical side cart 2 lowered and many error messages appeared one after the other. After repeatedly raising and lowering the system and the error message still persisting, the customer notified dvstat. On the instructions of the intuitive tse, various cables were disconnected and cleaned. After rebooting, there was still no improvement. The operation was successfully completed with the ssc 1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) to resolve the issue. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.